Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall when the alleged issue with her meter started. The patient manages her diabetes with insulin (self-adjuster). She reported that on an unknown date and time, she administered an ¿increased dose of medication¿ and she developed ¿blurred vision, anxiety, trembling and tiredness¿. When she was symptomatic, she reported that she obtained an alleged inaccurately high blood glucose result on the subject meter of ¿100 mg/dl¿, and ¿50 mg/dl¿ on another meter (contour) performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. She reported that she administered ¿3 dex 4 glucose tablets¿ to treat her symptoms. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site. The csr also noted that the patient had used correct test strips, these had been stored correctly and the test strip vial was not cracked or broken. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurately high blood glucose readings on the subject meter, administered increased medication based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.